Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the sapien valve moved aortic during deployment resulting in 2-3+ paravalvular leak (pvl). A second sapien valve was deployed in a 50:50 position to resolve the leak. According to the case summary, the retroflex3 sheath was inserted and balloon aortic valvuloplasty (bav) was performed with a 20 x 4 edwards balloon under rvp without issues. A retroflex3 delivery system and sapien valve was inserted in a normal fashion and was advanced across the native aortic annulus to a 60:40 aortic position. During deployment the valve moved aortic resulting in an 80:20 position. There was 2-3+ pvl and a second valve was placed in a 50:50 position within the first sapien valve. The final echo result showed zero pvl.

Manufacturer narrative:
Additional information was received via the patient's medical records which indicate that this patient experienced intraoperative cardiac arrest requiring CPR for 6 minutes. This patient has severe calcification of the native valve and leaflets and severe mitral annular calcification (mac). Prior to deployment of the first edwards sapien valve, the valve and the delivery system were noted to have good coaxial alignment with fair image intensifier angle. Ventilation was held during deployment of the valve with no loss of pacing capture. Prior to deployment, the first sapien valve was positioned 60:40 aortic within the annulus. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physicians' training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, as reported, in addition to the procedural factors, severe aortic calcification and severe mac could have caused or contributed to the valve moving aortic resulting in pvl. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.